Manufacturer narrative:
(B)(4). Although requested, the device has not been received for investigation. A follow up report will be submitted once the device has been received and an investigation has been completed.

Event description:
Customer reported that antibiotics (rocephin and zosyn at 20cc/hr) in a secondary 10cc syringe, were not getting to the pt. Much of the medication still remained in the tubing. There was no specific pt event or harm reported.